Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional regarding the patient. It was reported that the cause of the implantable neurostimulator removal was determined to be that the patient had been complaining of a burning/stinging sensation around the battery pocket, so it was decided to remove the device. The leads were left implanted. The date of onset of these symptoms was unknown as well as the contributing factors and cause. The date of the procedure was (B)(6) 2019-apr-12. The implantable neurostimulator was successfully removed to resolve the issues. It was reported that the patient has been being treated by the va for spinal pain for many years, so the MRI that was performed on (B)(6) 2019 was not regarding the device/therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for spinal pain. The hcp reported that the patient¿s implantable neurostimulator (ins) was removed on (B)(6) 2019, and the leads were left in the patient. The hcp did not know why the ins was removed. They stated that the patient needed an MRI for spine pain. No further complications were reported or anticipated.